Event description:
A motor stall was reported and pump was going to be returned. Additional information later received reported pump had multiple motor stalls upon interrogation prior to replacement. The battery was depleted. There was no patient injury and the patient recovered without sequela. The pump was used to deliver dilaudid and clonidine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft bearing.(B)(4).